Event description:
It was reported that after deployment of a biliary stent in the left iliac artery, approx 2-3 cm of the stent detached as the delivery system was being removed. The delivery system including the proximal stent segment was removed and another stent was successfully deployed to secure the detached distal stent segment to the vessel wall. No reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.